Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support during a supply change because they were unable to turn the connector. The agent verified that the connector was being twisted on correctly and instructed the patient to try a new connector, which was successfully twisted into place. The lot number for the connector was documented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.